Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The sample was received but could not be evaluated, it was deemed to be contaminated. The root cause could not be identified due to insufficient information. Haemotronic performed a batch review and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter (B)(4) that during treatment, there was a leak found in the tubing. There was no patient injury or medical intervention reported.